Manufacturer narrative:
It was then later reported that the patient presented to the emergency room for an unrelated device issue, not disclosed. However, upon device interrogation noted oversensed noise resulting in an unknown duration of pacing inhibition. The noise was reproducible with pushing maneuvers but not with pulling. Pacing impedances were 1185-1275 ohms and increasing. Thresholds are stable and this patient had not had a syncopal episode of recent. The physician was contemplating options and final resolution. It was then reported that the patient underwent non-invasive programmed electrical stimulation (nips) and as a result the sentivity was adjusted for this patient. Information suggests this lead remains in-service.

Event description:
Boston scientific received information that this right ventricular (rv) lead had an increase in shock impedances from 58-93 ohms. The last shock delivered had a measured shock impedances of 44 ohms. Pacing impedances have fluctuated some but relatively stable around 1173 ohms. It was then reported that noise and oversensing was detected on this lead about a year ago on the rate/sense and shock channels. However, reprogramming was done to mitigate and no further noise has been seen since. Technical services discussed measurements and troubleshooting. This patient was dependent but there have been no adverse patient effects. Further information had since been received in which it was reported that at this patient's last visit the shock impedance measured 115 ohms. When measured rv to can 110 and 108 ohms were measured. However, at this patient's recent visit shock impedances were greater than 125 ohms when measured coil to can and were 98, 99, and 105 ohms when programmed in triad configuration. The system was further tested with a commanded 41 joule shock which resulted in a shock impedance of 73 ohms. A 1.1 joule shock was not delivered. The shock vector remained in triad and the physician elected to continue to monitor this patient issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Further information noted that this right ventricular (rv) lead was now surgically abandoned and the device remains in-service.